Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify prime/fill anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the insulin pump¿s button were sticking. The customer¿s blood glucose level was unknown. The customer also reported that the even after replacing the cartridge twice the insulin pump did not prime. The customer declined troubleshooting. The device will not be returned for analysis.